Event description:
It was reported that there was a lead integrity alert (lia) for the patient's right ventricular (rv) lead due to increased short interval counts (sic), oversensing and noise. There was possible crosstalk occurring with both the rv lead and the right atrial (ra) lead. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693565 lead implanted: (B)(6) 2014. (B)(4).